Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two physicians, reported difficulty with this lead model. The issues were specific to perforations at implant which resulted in a tamponade and required medical intervention to drain. Additionally, high pacing impedance measurements during post implant observations were also reported as a product anomaly. The local field representative had been working with the two physicians to obtain the specific products involved however no further information has been received at this time.